Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing on the right atrial (ra) channel. Anti-tachycardia pacing (atp) was delivered, and the therapy was exhausted. Technical services (ts) reviewed and recommended to consider programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing on the right atrial (ra) channel. Anti-tachycardia pacing (atp) was delivered, and the therapy was exhausted. Technical services (ts) reviewed and recommended to consider programming options. This device remains in service. No adverse patient effects were reported. Additionally, this device was received which indicated that the device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type, h3 device eval by manufacturer and h6 impact codes.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing on the right atrial (ra) channel. Anti-tachycardia pacing (atp) was delivered, and the therapy was exhausted. Technical services (ts) reviewed and recommended to consider programming options. This device remains in service. No adverse patient effects were reported. Additionally, this device was received which indicated that the device was explanted. No additional patient adverse effects were reported.